Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the u.s. Stating that the device was leaking oil. It is known that the device was used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.